Manufacturer narrative:
Weight in unknown. The event of clear fluid at incision site was reported to abbott. During a trial procedure, an attempt was made to placed two leads. Unable to place second lead due to patient anatomy. Patient stated they're noticing a collection of clear fluid in their bandage which was confirmed to be a csf leak. Trial leads were removed. Patient referred to neurosurgery for permanent implant. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the day following a trial procedure, patient noticed a collection of clear fluid in the bandage over lead insertion site. It was later confirmed this was a cerebrospinal fluid (csf) leak and trial lead was removed. Patient remained asymptomatic and no further interventions were taken.